Event description:
A hosp reported via our distributor that there was too much condensation with an mr850 respiratory humidifier. No pt consequence was reported.

Manufacturer narrative:
We are currently obtaining more info regarding this event. We will provide a f/u report.